Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger- unable to charge battery pack) has been confirmed. Upon investigation the battery charger/ modem was unable to charge battery pack. There was liquid contamination on the battery board. The cause for the failure was isolated to the contaminated battery board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was unable to charge a battery pack.